Event description:
Based on info provided, the rod was locked in the tulip, but the tulip did not lock down onto the screw. The set screw was found loose on the contra-lateral side. The initial implant of construct took place in (B)(6) 2010.